Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Possible over inflation of the balloon. Per the gore tri-lobe balloon catheter instructions for use (IFU), adverse events which may require intervention include, but are not limited to trauma to the vessel wall, including spasm, dissection, perforation or rupture.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a aortic arch aneurysm using two conformable gore tag® thoracic endoprostheses. During the procedure, followed by a debranching surgery, two devices were deployed at the intended positions. It was reported that when a touch-up ballooning was performed at the distal end of the device using a gore tri-lobe balloon catheter, a type b dissection occurred. An additional conformable gore tag thoracic endoprosthesis was implanted to repair the distal dissection. The procedure was continued and ended without any other events. The patient tolerated the procedure. The physician reportedly stated that the possible over inflation of the balloon might have contributed to the dissection.